Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message); "frozen touchscreen" (no display or display failure). The surgeon reported a system message displayed toward the end of surgery. The surgeon was able to clear the system message and noted the pressure from the compressed air was okay. Later in the case when stepping on the footswitch, the same system message displayed. The attempts to clear the message were unsuccessful. Then, the touchscreen froze. The surgeon noted that he was able to do a "quick laser" and completed the case. No pt injury was reported.